Manufacturer narrative:
Device was received on 7/2/24. As received no damage or anomalies were noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. A cassette test failure alarm was returned during testing and further infusion was unable to be performed. Additionally, the set was leak tested per specification and a leak was observed from the cassette. The complaint of ' set had n185 alarm' could not be replicated but can be confirmed based on lot history. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. During the investigation a cassette test failure alarm was found. The probable cause is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. A lot history review showed a complaint from the same lot where there was cassette warpage. Corrective actions are in process.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the set had n185 alarm during patient infusion of normal saline. The customer stated that they tried 2 pumps and were having the same issue. There were no obvious defects noted on the tubing set such as cracks or breaks with no holes, cuts, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air conditioned room in the hospital. No leaks noted and no flow. Plum a+ was the involved pump. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
E1 - (B)(6). The device is to be returned for evaluation; however, it has not yet been received.